Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a lack of pain coverage in their right lower back and leg. No falls or trauma were reported. The device was interrogated and impedances were checked pre-operatively. One of the leads was found to have high impedances on electrodes 8-15. During the surgery, the healthcare provider (hcp) started in the pocket and checked the connections, then checked the extension, and ultimately checked the lead in the spine and found where the wire was broken. The lead and extensions were all explanted and discarded by the hcp. The issue was reported to be resolved following explant. No further complications were reported.